Event description:
It was reported that an implantable neurostimulator (ins) could not be adjusted for stimulation. An error code on the programmer read "after interrogating the ins, it has been determined that it contains invalid settings. The (B)(4) application has strict rules for what it expects to find in the ins, and will halt when they are invalid. This will require intervention by a physician with an (B)(4) to correct." Patient outcome is unknown. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).